Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the patient was taken to the operating room (or) on (B)(6) 2026 to investigate the cause of the seroma. The pump pocket was open, and another 300 ml of fluid was removed from the pocket. The catheter was still connected and the surgeon detached and re-attached it. A successful catheter access port aspiration occurred, and 2 ml of fluid was aspirated easily. There were no other signs of leaking from the pump or from the catheter into the pocket site. The pump and catheter remained implanted in the patient and they were being observed in the hospital. The patient had been recommended to wear an abdominal binder. It was stated the 8731sc catheter was implanted on (B)(6) 2012. The lot number of the catheter was also provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving an unknown drug via implantable pump. It was reported that the patient had a bad seroma that the surgeon had been draining. It was unknown if external factors were involved. The seroma fluid was analyzed and it had a high concentration of cerebrospinal fluid (csf) in it. The hcp thought there was a leak and a catheter revision/replacement would likely be in order. The patient was going to have a catheter access port (cap) procedure performed but the hcp had difficulty trying to arranging it on short notice. The patient would be taken to the operating room (date not yet scheduled) and the hcp would visually interrogate the system rather than waiting for an imaging appointment or introducing infection with multiple taps. The issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID 8731sc lot# serial# (B)(6): product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(6): medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.